Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The customer¿s sensor glucose was 72 mg/dl despite a blood glucose of 309 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.